Manufacturer narrative:
Updated fields: b4, d9, e1(initial reporter, event site telephone, event site email), g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. Replaced executive processor board due to errors 112 118 and more in fault logs, b.17 software, 15150 hours on unit. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Completed product inspection per customer/manufacturer requirements.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) turned on/off on its own. No harm or injury has been reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: event site name: (B)(6). Event site address: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) turned on/off on its own.